Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a very large, carbohydrate-heavy meal while using the ilet system with an inset infusion set and a dexcom g7 cgm, with the highest continuous glucose monitor (cgm) value at 223 mg/dl and a confirmatory glucometer value of 202 mg/dl. The user announced a ¿more than meal,¿ but the meal likely contained roughly twice the carbohydrates of a usual meal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia that began resolving during the call, with glucose decreasing from 223 mg/dl to 203 mg/dl, and no alerts or alarms, no hospitalization, and no medical intervention beyond routine device use. Investigation included customer education and troubleshooting focused on meal announcement accuracy and carbohydrate load. Investigation of this case revealed that the event was consistent with incorrect meal size announcement relative to the actual carbohydrate intake, without evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error leading to postprandial hyperglycemia.